Event description:
Boston scientific received information that the health care professional (hcp) collected an interrogation but the communicator was taking long to send the information. The hcp confirmed that the communicator was not connected to the phone line. Boston scientific technical services (ts) advised the hcp to connect the communicator to the fax jack. When the nurse connected the communicator to the fax jack, she saw the green light illuminated on the power cord, heard some buzzing and then noticed the power cord was showing smoke. No adverse patient effects were reported. Ts confirmed a communicator replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the green led light did not light up on the power brick. Shortly thereafter smoke was observed coming out of the power brick. Based on the information provided, it is unknown if there was a recent storm or power outage at the patient's location. Analysis confirmed reported allegations. With a replacement power brick the communicator passed all baseline tests.